Event description:
It was reported by the physician that the pt had high impedance during a normal mode diagnostic test. There was no reported impedance found during sys diagnostic test; however, when the normal mode was performed again, the impedance was again detected. There had been no reported trauma or manipulation. As it is unk which generator the pt has, it is unk if the high impedance is expected based on the programmed settings. The pt was referred to a surgeon, and a revision surgery in the future is likely. Attempts for further info have been unsuccessful.

Event description:
X-rays were received for review of the implanted device. Based on the x-ray review, no obvious lead discontinuities or anomalies were observed in the x-ray images that may be contributing to the allegation of high lead impedance on the normal mode test. The patient was seen in clinic on (B)(6) and it was reported that her battery was working fine and it is not going to be replaced. Both systems test and normal mode test are showing no impedance and surgery is not being recommended at this time.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities noted.

Manufacturer narrative:
Device failure is expected, but did not cause or contribute to a death or serious injury.